Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), product type: lead. Product ID: 3778-75, serial# (B)(4), product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was replaced because it had ¿stopped working.¿ the original unit reportedly lasted 6 years.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their first battery didn¿t last as long as it should have. They lost stimulation. The patient stated that they think it was replaced in 2013. The patient was implanted for radicular pain syndrome (radiculopathies).